Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and a defective point 4 led was observed. The device was functionally tested with in-lab components with no issues noted; therefore, the original dso (down stream occlusion) sensor board was identified to be defective. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was due to a defective dso sensor board which requires replacement to resolve the event. The defective led during device preparation (loading the set) would not lead to death or serious injury as this would result in a delay of the delivery of IV (intravenous) solutions. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a. Muang. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the led for fourth clamp sensor of a novum iq large volume pump was broken. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.